Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: location of device- uterus/ migration was corrected/ displaced essure/ the tube was patent') and menorrhagia ('menorrhagia') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia repair, vaginitis, bronchitis, endometrial ablation and uterine bleeding. Essure confirmation test: complete occlusion of the fallopian tube bilaterally resulting from essure micro placement. Concomitant products included salbutamol (albuterol). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), mood altered ("moodiness"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"), 4 months 16 days after insertion of essure (ess205). On an unknown date, the patient experienced tooth disorder ("dental problems") and abdominal pain ("abdominal pain"). The patient was treated with surgery (cryoablation of endometrium for menorrhagia and removal of displaced essure). Essure (ess205) was removed. At the time of the report, the device expulsion, menorrhagia, pelvic pain, vaginal haemorrhage, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, mood altered, migraine, headache, nausea and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on (B)(6) 2007, the essure was inserted fairly carefully, on (B)(6) 2008: val of displaced essure and reinsertion of another essure. Unfortunately, one of the essure had been displaced on the right side and the tube was patent. The left side was blocked and the essure was in the right place. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed tubal blocked; in 2007: one side had come out, needed to be fixed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, pelvic pain, menorrhagia, dysmenorrhea concerning the injuries reported in this case, the following ones were described in patient¿s medical records: displaced essure. Most recent follow-up information incorporated above includes: on 25-jun-2019: event per mr: displaced essure was clubbed with previously reported event device expulsion. Removal details were added, hence case became incident. Patient's medical history was added. Essure device code was changed to essure 205. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.